Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):the meter involved in this case has passed testing with no faults found; the battery was able to be fully charged. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4): the usb cable, and ac adapter have passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: usb cable, ac adapter: 12/18/2012.